Event description:
This is one of many reports received from japan in which a product mislabel was identified. The patient underwent cataract extraction with implant of ceeon lens labeled as 812a/21.5(d). However, the lens was not correctly labeled and was actually lens model 745a/18.0(d). This resulted in a +3d difference than the targeted level. Since his other eye was +2 and his naked vision improved from 0.3 to 0.6, he had not complained of any visual problems. No other information was provided. A manufacturer investigation was performed and it was found that 1 of 7 lots that were repackaged at the same time due to an expiration date error. A recall was immediately initiated. Also, as a precautionary meausure, 5 other lots manufactured the same day were also recalled. The distribution of these lots was limited to japan.